Event description:
The pt advised that the needles from the deferoxamine infusion were causing her skin on her stomach to become very irritated. No missed dose; unk if needles available for return; unk lot/exp for needles. After speaking with her dr, they changed her dose. She is now only infusing monday, wednesday, and friday (unk when the dose was changed to mwf, we do not have an rx on file for this dosing). No further info reported. Reported to (B)(6) by pt/caregiver.